Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a heavily calcified lesion in the proximal rca. It is indicated that the stent failed to cross the lesion. It is reported that stent deformation occurred in vivo during positioning. No patient injury reported.

Manufacturer narrative:
The lesion was pre-dilated. Excessive force was used during delivery at the very calcified lesion. After more pre dilation, another stent of the same size was successfully deployed. If information is provided in the future, a supplemental report will be issued.